Event description:
The customer reported that when they opened the package, the pin that goes in the buckle fell out.

Manufacturer narrative:
The product was returned for eval. Visual exam confirmed that the pin on the buckle was broken. The buckle was replaced. (B)(4).